Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device have been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 540mg/dl. Troubleshooting was performed. Reviewed programming on the insulin pump, and the bolus history showed that the device delivered all the units of insulin, but he had blood glucose rates of zero. The customer stated that some of the entries in the history have the blood glucose reading, but the latest one does not show the right blood glucose. Ran a fixed prime test and the insulin exited. No further information was provided.